Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 1:20 pm with blood glucose of 582 mg/dl. Customer current blood glucose was 465 mg/dl. Customer did feel ok to troubleshoot. Customer did contact their healthcare provider for blood glucose reading. Customer treated their high blood glucose reading with bolus. Customer was vomiting, dry mouth, urinating hard to breath. Customer name was (B)(6). The hospital name (B)(6) center. The hospital phone number (B)(6). Customer was wearing insulin pump during hospitalization. Customer stated high blood glucose reading started on (B)(6) 2017. Customer stated insulin exited. Customer infusion set was changed on (B)(6) 2017. Customer drive support was normal. Customer stated there was no air bubbles or leaks and the note did not mention if the set was bent. Customer. Customer did not perform high pressure test. Products will not be returning for analysis.